Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says the implant (ins) isn't charging and "I have been having problems with the wand" and says this started happening about 2 days ago. Pt says recharger (rtm) cord has been heating up "and it makes my battery heat up". Pt says controller port looks intact. Pt has an MRI on march 10th. They said the controller also isn't taking a charge but hasn't yet tried resetting controller. Pt reset controller during the call and says green light is blinking but won't connect wirelessly to ins. Reviewed this is because ins is depleted. Advised that pt charge controller. Upon further review, the statement "pt reset controller during the call and says green light is blinking but wont connect wirelessly to ins. Reviewed this is because ins is depleted. " is speculative by patient services (pss), and should have documented "most likely is depleted". Pt did not confirm ins was depleted. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.